Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to hospice care on (B)(6) 2016 for declining health. On (B)(6) 2016 the patient deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.